Event description:
It was reported that during a ptca/stent procedure treating two lesions in the right coronary artery direct stenting was attempted in the mid right coronary artery first. When inflating the stent delivery system (sds) the balloon would not expand. It was believed that the balloon had ruptured and that the stent had not fully expanded. Neutral pressure was applied and the unit was pulled proximal. When the stent reached the more proximal lesion, it caught and separated from the delivery system. An attempt to retrieve the stent with a snare was unsuccessful. A balloon catheter was used to track through the stent and pull it into place over the proximal lesion where it was deployed. Reportedly, there was no pt injury.